Manufacturer narrative:
This event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2022-500029). This MDR resubmission now reflects the correct product registration number.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.